Manufacturer narrative:
The device was returned to olympus for eval. During the eval it was noted that the angulation was reduced but still within specification. In addition, the bending section glue was peeling and had sharp edges. Per the facility's request, the device was returned to the user facility un-repaired.

Event description:
Olympus was informed that at the end of a diagnostic bronchoscopy, the device locked in a retroflex position while being removed from the pt's lung. The user was able to safely maneuver the device out of the pt's lung. There was no report of pt injury.